Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to multi-organ failure. The patient initially suffered a cerebrovascular accident intra-operatively or immediately post¿op from the lvad implant. The patient then required a percutaneous endoscopic gastrostomy (peg) feeding tube. Due to the left side exit site of the pump driveline and the close proximity to the peg tube, this initially led to the exit site becoming infected, which was first identified in (B)(6) 2014. Once the patient was weaned off of peg feedings, the driveline exit site was de-roofed and a revised exit site was created close to the patient¿s midline. However, despite efforts, this site too became infected. Numerous intravenous (IV) antibiotics were administered in an attempt to control the infection. It was determined that the only medication that would have any further efficacy was amikacin. The patient and family were educated extensively by the infectious disease team prior to the initiation of this medication. The patient and family decided to try and see if it would work on the infection. This eventually led to renal and liver failure, and the patient expired on (B)(6) 2015. There were no device issues related to the patient¿s expiration as the device was functioning as expected.

Manufacturer narrative:
Approximate age of device - 1 year. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use lists infection and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.